Event description:
During a surgery, the bed kept creeping into trendelenburg position. Event occurred during three different surgeries (different dates). Each time the bed was taken out of service for repair. Service was provided by the company during one of the events. Injury to one of the patients --patient was ultimately discharged.